Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was harder to press. Customer¿s blood glucose level was unknown. The buttons need to press more than once. Customer reported insulin pump had motor error. The insulin pump will not be returned for analysis.